Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, there was difficulty inserting the guidewire into the ventricular lead. The wire had no blood contamination, and unspecified damage was sustained to the lead. After several attempts, the lead was replaced and the operation was performed smoothly. The patient was stable.

Manufacturer narrative:
The reported field event of stylet insertion difficulty was confirmed in the laboratory. Stylet insertion was obstructed in the middle region of the lead. All other bench tests were normal. Destructive analysis found dry body fluid in the inner coil lumen. The cause of the reported event was isolated to dry body fluid in the inner coil¿s lumen.